Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with generalized weakness. Upon review of the device, it was noted that right ventricular (rv) lead exhibited undersensing. Multiple episodes of high ventricular rate and noise reversion due to transient lead noise were also noted. The device was reprogrammed on (B)(6) 2020 to increase the ventricular sensitivity. The patient's symptoms were determined to not be related to the device findings. The patient was stable.